Event description:
Medtronic (covidien) received information regarding an incident with one of its manufactured device. During the treatment of an unruptured saccular aneurysm measuring 8mm x 4mm located in the cavernous segment of the left ica (internal carotid artery), it was reported the physician was unable to get open the proximal end of device despite multiple attempts. The physician performed angioplasty with a hyper form balloon (an option presented in the instructions for use) as the proximal end of the device did not achieve full wall apposition, but without success. The proximal anatomy was severely tortuous. The device was removed via a snare device. The patient was then treated with a smaller pipeline. The second device deployed well and the patient is doing fine. The patient was on dual antiplatelet therapy. Post procedural angiography showed an eclipse no patient injury was reported as a result of the procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The marksman and pipeline were returned for evaluation without the pushwire as it was discarded. The pipeline was found opened with damaged braid. The evaluation could not determine the cause of the event as the pipeline was returned fully opened; however, the braid was found damaged and may have contributed to the reported event. The lot history record review of the reported lot number showed no discrepancies that might have contributed to the reported event. All products are 100% inspected for damage and irregularities during manufacture.damaged braid.